Event description:
The facility's biomedical technician reported an infusion pump with failure code 33. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No addiitonal contact info was provided.